Event description:
Per the clinic, the patient experienced an extrusion of device at the magnet site, piezo transducer site and incision site. There was also formation of scab on those areas. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, on (B)(6) 2025, the patient developed blisters near the incision site. Subsequently, on (B)(6) 2025, a temporoparietal fascial flap surgery was performed to provide coverage of the implant. Following the surgery, the healing process was prolonged; however, the site eventually healed. Despite the healing, recurrent breakdown developed in two separate areas with gradual recurrence of implant exposure. Subsequently, the device was explanted (specific date not reported). There are plans to reimplant the patient once adequate scalp healing has been achieved; however, had not taken place at the time of this report.